Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Caregiver states that the left rear wheel broke off while the patient was using the rollator. Caregiver states the end user fell when the wheel broke off. Caregiver advised no injuries were obtained.